Event description:
Procedure type: hernia. According to the reporter: the pt had permacol implanted on (B)(6) 2012. On (B)(6) 2012, the pt developed severe lower abdominal pain. The pain resolved on its own by (B)(6) 2012. No action was taken. A CT scan was originally arranged to discover the source of the pain, however, the pain resolved itself and the pt cancelled the CT scan.

Manufacturer narrative:
(B)(4).